Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and weakness coincident with peritoneal dialysis therapy. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (intraperitoneally, dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. No additional information is available.